Event description:
During procedure (bi-plane chevron, osteotomy bunionectomy with internal fixation right toe), a portion of the 1.5mm drill bit was broken off in the pt's right great toe. Upon using fluoroscopy it was determined that the piece was unable to be removed by doctor. Pt left the or with the piece retained.